Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: it was reported that the patient complained of a loose tooth. While removing the crown, the dentist discovered a broken screw at tooth location #13. The dds was unable to retrieve the screw. The implant was removed and a new implant was placed. There was no reported delay in procedure. The patient will return for an additional procedure. It was reported that the patient experienced pain with the mobile implant crown. Patient¿s condition at the time of the reported event was healthy. G4: 03 june 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H6: device code correction: 3026. H6: method, results, conclusion codes. H10: manufacturer narrative, corrected information. The reported concomitate implant was received with a fractured piece of an unknown screw in the internal threads for investigation. The reported condition of an unknown broken screw that was unable to be retrieved from the implant was confirmed. A device history record (DHR) review was completed for the reported concomitate device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was completed for the reported concomitate device lot for similar events and no other complaint was identified. A complaint history review by item number was conducted for the unknown screw using the most common biomet 3i screw dating back 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient complained of a loose tooth. While removing the crown, the dentist discovered a broken screw at tooth location #13. The dds was unable to retrieve the screw. The implant was removed and a new implant was placed. There was no reported delay in procedure. The patient will return for an additional procedure. It was reported that the patient experienced pain with the mobile implant crown. Patient¿s condition at the time of the reported event was healthy.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint number (B)(4). Concomitant medical products: zimmer biomet nanotite tapered certain prevail implant, item #: niitp4310, lot #: 1027343. Implant date: (B)(6) 2017; explant date: (B)(6) 2019. Occupation: clinician. The device has not been received. The following information is unknown at the time of this report: PMA/510k: unknown. Device manufacture date: unknown. The reported device is expected for investigation, but has not yet been received. Once investigation has been completed. An follow up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device expected, not yet received.

Event description:
It was reported that the patient complained of a loose tooth. While removing the crown, the dentist discovered a broken screw at tooth location #13. The dds was unable to retrieve the screw. The implant was removed and a new implant was placed. There was no reported delay in procedure. The patient will return for an additional procedure. It was reported that the patient experienced pain with the mobile implant crown. Patient¿s condition at the time of the reported event was healthy.